Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the device is not broken, it is stripped, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, the threads of an r3 straight shell impactor are worn and broken. Unable to get orange donut off with issue as well. The procedure was resumed, without any delay, using the same device. No injury was reported as a consequence of this issue.